Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing, the physician found device leakage. There was no impact to the patient reported.

Manufacturer narrative:
The valve contained three tears; one of the tears was on the top of the cassette housing chamber and two were on the top of both sides of the reservoir dome and as a result, the device did not meet requirements for the leak test. It is unknown how or when this damage occurred. The damage precluded patency, siphon, reflux, pressure-flow, and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.